Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Log file analysis review date: (B)(4) 2015, dated through (B)(6) 2015: normal power consumption. Additional notes: 8 suction alarms have been logged since (B)(6) 2015; 44 low flow alarms have been logged since (B)(6) 2015; 3 vad disconnect alarms have been logged on (B)(4) at the following times on (B)(6) 2015 at 12:04:47, 12:06:06, and 12:08:43. The pump is a fixed speed system. Low flow, average flow below the alarm threshold, may be related to poor vad filling. The instructions for use addresses setting of parameters for flow, power and watts. Guidelines for potential causes of alarms, assessment of the patient and device status along with related potential causes which can include right ventricular failure, hypovolemia, tamponade, arrhythmias, high blood pressure, inflow cannula obstruction, outflow graft kink are outlined along with potential actions to take. Low flow may occur if the alarm threshold is set too close to the average flow. Suction and low flow alarms may be related to a clinical change in the patient status as the pump is a fixed speed system. While the root cause of the event is likely related to the device support clinical, pharmacological, and patient factors including comorbidities are also known possible contributors to this type of event, and there is no evidence to suggest a relationship to any device performance or manufacturing issues. A supplemental report will be submitted when the manufacturer's investigation has been completed.

Event description:
It was reported from the site that the patient while still hospitalized post lvad implantation reported feeling "rumblings in his chest". It was stated that waveforms were "not much visible" according to the patient's family with pump power greater than 25 watts and flows 640 rpm. The controller was exchanged and the patient's speed was adjusted to 2300 rpm. Pump parameters returned to baseline and the patient's symptoms resolved. When the site reviewed the alarm history of the log files several "vad stop" alarms were noted but there had been no audible or visual controller alarms. It was then stated that the patient was discharged on october 2nd to inpatient rehabilitation and that the patient continues to have asymptomatic suction events. Log files were sent in verifying 8 suction alarms, 44 low flow alarms, and 3 vad disconnect alarms on the controller in question all within a 5 minute time-frame. No additional information available.

Manufacturer narrative:
This complaint MFR # 3007042319-2016-01775, was entered as a duplicate from MFR # 3007042319-2015-02440. No additional information will be forthcoming.